Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while moving fence panels. The current sensing vectors appeared slightly different from previous s-ECG. The local boston scientific representative recommended that the healthcare professional perform a chest x-ray to evaluate the s-ICD system location. An x-ray was performed and there was no obvious movement of the lead or device. Device optimization was performed and did not pass in all vectors. The patient medication has remained unchanged since (B)(6). The patient seems to have a change in morphology, which is causing the device to sense the patients heart rate inappropriately which could lead to more inappropriate shocks. The physician has decided to turn therapy off for the moment and will discuss if the patient wants to have a transvenous system implanted instead of this system. No adverse patient effects were reported. This s-ICD and electrode remains implanted but electronically deactivated.